Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer reported that the insulin pump was exposed to moisture. Customer also reported that the insulin pump not working, fluid was seen under liquid crystal display. Insulin pump had blank screen. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.